Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. The instrument was put on an in-house system and the grips opened and closed without any issues. Failure analysis investigation also found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips will not open and close properly. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.